Event description:
Physician confirmed that the event was caused by a hematoma that was not properly drained at the time of the initial implant procedure.

Event description:
Patient presented to the physician with erosion of the stimulation lead body through the skin at the chest incision site. Physician brought the patient into the or and observed wound dehiscence at the chest incision, with the ipg and lead wires eroded. Physician replaced the ipg and closed the incision site.